Manufacturer narrative:
The investigation of automated impella controller (aic) - a/c power issues has been completed. Based on the data and device analysis the cause of low flow issues was a defective impellatronics board.

Event description:
The user facility reported that two impella pumps were plugged into the automated impella controller (aic) outside of the patient¿s body and the aic did not work. The aic was exchanged. There was no patient harm reported.

Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.